Event description:
A customer contacted haemonetics on (B)(6) 2010 to report a blood spill within an orthopat machine. The machine is no longer being used. No donor or operator injury or reaction was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010 to report a blood spill within an orthopat machine. The machine is no longer being used. No donor or operator injury or reaction was reported. Upon eval of the device the reported problem was verified. The machine was decontaminated and the components which were damaged were replaced including the power supply. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).